Manufacturer narrative:
Device alarmed constant failed battery test after battery installation, problem isolated to electrical board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 53 due to failed battery test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump had software error detected alarm. Customer stated they were able to clear the alarm and they were unable to rewind the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.